Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure a myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. The 90% stenosed, 18 x 4.0mm target lesion was a denovo lesion located in the distal saphenous vein graft to right posterior descending artery. The target lesion was treated with direct placement of a 4.00 mm x 24 mm taxus element stent, with 0% residual stenosis. The patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest pain associated with nausea and troponin values were found to be elevated (peak troponin t= 90 ng/ml, uln=30 ng/ml). The site reported an event of mi and the patient was hospitalized. An electrocardiograph was performed (type of mi-non q-wave). A stress magnetic resonance imaging (MRI) was performed revealing no reversible ischemia or infarction, but evidence of restrictive physiology or tricuspid regurgitation was noted. Troponin elevation was attributed to patient's underlying arrhythmia. The patient experienced ischemic symptoms in the location of the previously implanted stent along with recurrent chest pain lasting longer than 20 minutes and was treated with medications. There was no report of stent thrombosis or abrupt closure and the location of the mi is unknown. The event was considered recovering/resolving and the patient was discharged fourteen days later.

Manufacturer narrative:
(B)(4). (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).